Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was alarming no disposable, clamp tubing. It was reported the device also exhibited air. Per reporter residual volume was: 10.2, rate 42 ml. Hr and 68.8 was given. No adverse patient effects were reported. No additional information is available at this time.